Event description:
During hysterectomy, d&c, with ablation procedure disposable novasure ablation device would not read cavity measurements. Device removed and an second device obtained and functioned properly.